Event description:
It was reported the patient is deceased and died the day of implantable pulse generator (ipg) implant procedure. Additional information obtained reported the cause of death as: pulseless electrical activity, acute on chronic coronary artery disease and chronic atherosclerosis. No further information was available from the cardiologists office and no information would be provided by the hospital.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).